Event description:
The consumer's wife, reported to nova biomedical that her husband received a result of 8.0 mmol/l on his blood glucose meter. The consumer immediately tested again using the same meter and test strips from the same vial getting a result of 4.8 mmol/l. During the call to customer support, the consumer control tested their test strips when they were opened and the test strips control solution fell in range. The difference in the readings was determined to be clinically significant. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Related medwatch report: 3004193489-2014-00080. Test strips lot# 1020213306, expiration date: 11/2015, control solution lot# 1030312146, range: 82-127 mg/dl. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow report will be filed.